Event description:
Translation of the declaration to the ministry: no detection of the expiratory flow by the sv. Checking of the expiratory channel. The display of the expiratory flow came back. Then no running of the sv (without alarm). "Stop of the ventilator". Exchange of the sv.